Event description:
Ous MDR - after an implantation time of about 2 weeks loss of capture was reported. The lead was exchanged and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection discovered cuts in the insulation, which are probably a result of the operation procedure. The analysis did not show any other deviations that could be related to the clinical complaint. In particular, the measurement values of the electrical analysis were within the technical specification. In summary, there were no indications of material defects or manufacturing errors.